Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple replace battery alarms were recorded on 05/03/2014. Multiple power reboots were observed when clearing the replace battery alarms. The battery cap was able to be fully secured to the pump. During testing, the pump powered on with the returned battery cap. The battery cap contact height and width measurements were found to be within the required specifications. No power losses occurred during investigation. The battery compartment was intact; no damage was observed. The pump case was removed and evidence of moisture contamination was found on the audio bolus button switch contacts as well as in the area of the motor regulator. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was misaligned and missing the white button slug. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.